Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing due to myopotential oversensing and inhibition of pacing was observed when an asymptomatic patient presented in clinic. The oversensing was reproducible when the patient was lying down with deep breathing. Programming changes were made. Patient's condition was fine.